Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the emergency department (ed) that the tubing separated out of the package. The nurse did not realize until she started to place in the pump.